Event description:
Related manufacturer reference number: 2017865-2023-00145. It was reported that the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the patient had 3 episodes of vt 203 bpm in vf zone and no shocks were delivered.

Manufacturer narrative:
The reported events were unknown death and inappropriate shock therapy. As received, only the connector portion of the lead was returned in one piece. The reported event of inappropriate shock therapy was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.